Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the system controller pcb assembly and completed other unrelated repairs. After observing proper device operation, the device was returned to the customer for use. Physio-control further examined the removed system controller pcb assembly and determined the cause of the reported issue was due to physical damage to filter component, designator fl3.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device displayed a service indicator with event codes logged in the devices memory when the device was powered on. Upon evaluation of the customer's device, physio observed the device would lockup while attempting to power on (during the initial boot-up sequence). As a result, defibrillation therapy may not be available to a patient if needed. There was no patient involved in the reported event.